Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he had experienced low blood glucose of 37 mg/dl due to possible site issues. Customer indicated that he changed the site and the blood glucose came down to a normal range but did not indicate the blood glucose value. Customer declined any further troubleshooting and only wanted to report the incident.